Manufacturer narrative:
No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -9.0/1.0/110 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 lens repositioning was performed due to lens rotation not associated to a low vault but the problem did not resolve. On (B)(6) 2022 the lens was explanted. Cause of event was unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).